Manufacturer narrative:
(B)(4). Additional information received: clips were scissoring and there was no reported issue with jaws of device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the device was crossing at the tip and not forming clips correctly. It is unknown if any clips were removed. The procedure was completed using a like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n91l1f. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 14 clips as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken; it is known from the history of the device that this condition may lead to ejected clip. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.